Event description:
It was reported that cgm displayed malfunction error 42 and patient experienced issue with device. There was no reported impact to the customer¿s blood glucose level. Patient performed manual pump reset independently, and no additional information was received regarding the outcome of the event.